Event description:
It was reported that 193 days after implantation of a 3.0x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis of 75% was reported. The lesion was pre-dilated with 2.5x15mm maverick balloon. A 3.0x20mm taxus stent was deployed at 17 atm in the region of the lesion. A post-intervention residual stenosis of 0% and timi iii flow was reported. The pt received heparin during plavix and aspirin after the procedure. Complications were reported as "none". The pt presented 193 days after the initial procedure with angina and a 90% in-stent restenosis in the mid lad. Intravascular ultrasonography was performed to evaluate the ostial lad. The proximal lad was pre-dilated with a 2.75x20mm voyager balloon. Subsequently, a 3.0x28mm cypher stent was deployed at 12 atm in the mid lad. The stent was post-dilated with a 3.5x15mm highsail balloon. A post-intervention residual stenosis of 0% and timi iii flow was reported. The pt received heparin, eptifibatide, and intracoronary nitroglycerine during procedure. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.